Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer's current blood glucose value was 120 mg/dl. The customer reported that they cannot enter into an auto mode. The customer was not using auto mode. The device will not be returned for analysis.